Event description:
The customer reported the 9800 system was receiving communication error messages. This was due to a bad interconnect cable. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the cable. The system operates as intended.